Manufacturer narrative:
Correction: product event summary: it was noted on the final service report that the product was returned to the customer unrepaired. It was not scrapped.

Manufacturer narrative:
Product event summary: at incoming inspection the device switched automatically on, and it was additionally noted that it was missing its rate button, there was fluid ingression on the main board at the left upper side, it failed multiple incoming tests on the test console, its emergency button did not work (device did not switch to emergency mode), the rate knob on the encoder assembly was damaged, the keypad was scratched, the upper case was sticky and damaged, the battery drawer was damaged and the release latch was sticky/damaged. The device was to be scrapped.

Event description:
It was reported that it was impossible to switch the exernal pulse generator off. The generator was returned for service. No patient complications have been reported as a result of this event.